Manufacturer narrative:
This report is submitted on november 28, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss and was not reimplanted as of the date of this report. It was also reported that the patient was administered topical antibiotics (date not reported).